Event description:
Procedure: gynecology. According to the reporter: during a uterine myomectomy, a pin disengaged from the root of jaws, therefore could not grasp tissue anymore. Nothing fell into the cavity. The procedure was completed with another. No patient injury was reported.